Event description:
The equipment is the (allura clarity) philips fluoroscopy system installed in an operating room. The unit is a biplane system: (anterior and lateral x-ray tubes). Other labs and another or have a single plane system from the same company. The technician was able to come and resolve the issue. He believes that a power outage occurred at some point over the weekend that prevented the ap (anterior/posterior) tube from functioning. The recording system mac/cardio lab had issues starting up as well which supports his claim. The patient was on the table for atrial flutter ablation when the error was discovered. I hope this helps with your investigation.